Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep upgraded the software on the system. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No pt injury was reported.